Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customers allegation was confirmed. The evaluation found that coupler gets loose because it was hit with a laser and failed leak test. The device evaluation found: puncture on cable and failed leak test were found. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is failure to follow instructions - problems traced to the user not following the manufacturer's instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): do not drop the camera head or allow it to strike other objects. Strong impact could damage the electrical circuits inside the camera head. Reference page 7 as per IFU. Do not subject this camera head to strong impacts during storage, or it could become damaged. Reference page 43 as per IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a loose coupler. The issue occurred during reprocessing. There was no patient involvement.